Manufacturer narrative:
The returned samples were visually inspected which confirmed that there was a crack along the seam of the l-shaped connector in each returned sampling lines. Replication testing was performed on a retention sampling manifold line. The l-connector was over-tightened onto a port of the reservoir, which lead to the l-connector cracking along the part, in the same way as the returned samples. A retention sample from the same product code/lot number combination and the manifold was confirmed to not be damaged upon visual inspection. During setup of the circuit, the l connectors had likely been over-tightened, causing them to crack. A review of the device history revealed no production related anomalies. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
It was reported to terumo cardiovascular that prior to cardiopulmonary bypass procedure, during prime, the oxygenator luer connector has a broken manifold. No patient involvement. Product was changed out. Surgery was completed successfully.